Manufacturer narrative:
Height reported as 6 feet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records review shows that the patient experienced chemotherapy and whole pelvic external beam radiation therapy for colorectal cancer in 2006. She has experienced persistent pain (beginning summer 2012). She began developing hip pain on the right. She sustained stress fractures of bilateral hips; both were atraumatic. It was felt that she developed osteoradionecrosis, which led to the fractures and subsequent nonunion. Magnetic resonance imaging (MRI) of this area was initially read as being consistent with metastasis, however this was subsequently found to be a hip fracture on the right. This was treated with an intramedullary nail (im) nail. She subsequently fractured her left hip on (B)(6) 2013 due to fall on ice, which was treated with a dynamic hip screw (dhs) and de-rotation screw. After another subsequent fall, she fractured the side screws of her dhs implant of the left hip. The cephalomedullary nail wounds became infected, and she subsequently had explantation of these. The hardware on the left became infected with (B)(6) and eventually needed to be removed. The left hip went on to nonunion. On (B)(6) 2014, the patient had an internal fixation hardware removal of the left hip with a left bipolar hemiarthroplasty to treat her left femoral neck fracture nonunion involving the use of non-synthes components.

Event description:
It was reported that hardware implanted on (B)(6), 2013 to repair a left femur fracture was discovered to have broken. By (B)(6) 2013, the patient's ongoing pain prompted the need for follow-up care. At that time the broken devices and a nonunion of the left femur fracture were identified. On (B)(6), 2014 the patient was revised to a total hip prosthesis. It is unknown if there was any surgical time delay. The patient has been undergoing physical therapy and reports an improvement in condition. Comorbidities include a history of colorectal cancer treatment in 2006. According to the patient, physicians confirmed the bones around the fracture site were healthy and unaffected by the treatment. Based upon photos of broken parts and medical records provided by the patient. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Clarification/correction of event description and correction of report number. Explant date was confirmed to be (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to event narrative: on (B)(6) 2014 the patient was revised to a total hip prosthesis. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.